Event description:
Complainant alleged that while attempting to treat a 71-year-old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical file of the customer's report was provided. Zoll medical corporation evaluated the clinical file and concluded the device performed to specification. The ECG rhythms were organized and below a rate of 150 beats per minute. Any rate below 150 beats per minute with an organized amplitude will not trigger a shock. Analysis of reports of this type has not identified an increase in trend.